Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the participant of the ilet experience study experienced hypoglycemia while using the ilet bionic pancreas, with no alerts or alarms reported and the cause unclear. Customer care provided support that included attempts to obtain additional details from the participant without success. Investigation of this case revealed insufficient information to determine a device malfunction or user-related cause. No clinical symptoms associated with hypoglycemia reported. Outcomes included no reported hospitalization or long-term impairment. It was concluded that the event reported hypoglycemia has undetermined root cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.